Event description:
The remote service center (rsc) reported that a falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample on the atellica ch 930 instrument. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on an alternate instrument. The patient was redrawn and tested at alternate facility. The redraw result was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2_c result.

Manufacturer narrative:
A united states (us) remote service center (rsc) reported that a falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control was within the range on the day of testing. Siemens further evaluated the event and determined that there was no evidence of an issue with co2_c assay and sample specific issue potentially contributed to the falsely depressed co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.